Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient was treated with several courses of oral antibiotics on (B)(6) 2024, the patient was also treated with intraoperative steroids on (B)(6) 2025 (duration not reported).